Event description:
Patient was on a heparin gtt at 18 units/kg/hr at change of shift. At change of shift (redacted date 0700), the ptt was noted to be subtherapeutic so we handed off the gtt, bolused per mar, and then later increased the dose to 20 units/kg/hr, all with dual sign off. There were drops forming and the heparin gtt appeared to be infusing without any issue. Another ptt was drawn 6 hours later which was also subtherapeutic. When we went in to change the dose, we noticed there appeared to be more heparin left in the bag than the pump showed at which point we noted that there were not drops forming but the pump still appeared that it was infusing. We squeezed the chamber in which drops came out from the heparin bag and then appeared to be continuously dropping for a few minutes. No alarms ever went off during this shift. Md (redacted name) was notified. A new pump was obtained with a new bag of heparin and new tubing with dual sign off and the heparin gtt was left running at 20 units/kg/hr per md and another ptt to be drawn in 6 hours. Asset ID from epic interop: (B)(4). Review of patient chart by patient safety coordinator: on [redacted date] ptt at 0438 results as subtherapeutic 36.1. On [redacted date] at 0743 staff bolus and increase heparin drip to 20 units per protocol on [redacted date] at 1347 ptt results subtherapeutic again at 32.4 on [redacted date] at 1507 staff increase to 22 units then change out pump, IV tubing and get a new bag. New pump, new bag, new tubing, provider aware of concern ¿ heparin is restarted on new pump at same rate of 20 unit (they do not increase after speaking with provider). On [redacted date] at 1934 ptt is 54.6. On [redacted date] at 0143 ptt is again subtherapeutic at 41.2. On [redacted date] at 0425 ptt is therapeutic at 75.2 on same dose of 20 units. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing.